Event description:
It was noted that the sterile package was ripped and a hole penetrated the inner contents of the package when the product was removed from the outer package. There was no damage to the outer package. The sterile seal of the device was not opened. The product was stored correctly. There was no mishandling of the product. There was no damage to the actual product. The product was not used in the patient. The procedure (pta for the subclavian artery)was continued using another new product.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.